Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst in the blood vessel and the product was removed. After that, manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected of the device and procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. The sealant was found in the manufacturing position fully covered by the sealant sleeves. The sealant sleeves were observed to have no damages. Inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator, as intended, per the mynx control instructions for use. No damages were observed on the balloon. Based on the information provided, the condition of the returned device, and the investigation performed, the failure reported as ¿balloon- balloon loss of pressure was not confirmed since the inflation/deflation test was performed on the balloon of the returned device, and the balloon was able to be inflated/deflated. The received device does not align with the reported event that the balloon burst in the blood vessel, as the balloon was fully functional according to the product evaluation. The balloon of the returned device performed as intended per the mynx control IFU and no damages were observed on the balloon. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst in the blood vessel and the product was removed. After that, manual compression was carried out to stop the bleeding. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.